Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the same day the sensor was inserted, the patient¿s father stated that the sensor wire could not be found on the sensor patch or the patient¿s body and it was suspected the wire was under the patient¿s skin. The patient had an x-ray and an ultrasound which confirmed that the wire was not inside his body. At the time of follow up he was in good condition. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.